Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the light handle contained a tear on the base.

Manufacturer narrative:
Two digital images were submitted for evaluation. A sample analysis was performed using the pictures provided by the customer; the images sent by the client do not demonstrate a tear in the lite glove therefore the reported condition could not be confirmed. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. Because the image sent for evaluation of the reported condition does not correspond to the reported component; conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition the potential root cause and test methods are as follows: thickness of wall to be confirmed per specification - folding test using freezer performed all samples with a result of pass - insertion force testing - tensile force testing - tensile distance force testing. All tests were carried out determining that regular production does not induce cracks. The potential root cause could be a use of knife when the customer is opening the box. If enough force is used when opening a full box of product it is possible to cut a light sleeve. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. The current manufacturing process was reviewed and all product manufactured is meeting quality and manufacturing specifications. We will continue to monitor the process in order to address any negative impact on process performance. No further actions are deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.